Event description:
The recipient's parents reported that she has not had hearing benefit from the device for a while and they are not aware of any specific trauma that might have occurred. Re-implantation is considered but has not yet been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition one channel was disabled due to unsufficient benefit. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, one channel was disabled due to non auditory percept in 2018. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents reported that the child was not able to hear with the device for about a couple of weeks. No specific trauma was reported. Re-implantation took place on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient_s parents reported that she has not had hearing benefit from the device for a while and they are not aware of any specific trauma that might have occurred. Re-implantation is considered.